Manufacturer narrative:
The field service engineer (fse) was dispatched on 3/17/2015. The fse found that the rbc bath and the aperture were contaminated with salt buildup. The fse replaced the rbc bath and aperture, which resolved the reported issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer the coulter act 5diff cap pierce (cp) reported platelets were not reproducing for a single patient twice on the same day. Data submitted for review showed that on the initial run the patient sample generated higher platelet (plt) and red blood cell (rbc) results along with plt specific generated flagging messages, compared to the rerun result, which was considered correct. The instrument generated a "plt interpretation no possible" flag on the initial run. Erroneous patient results were not reported out of the lab and there was no change or affect to patient treatment in connection with this event.